Event description:
During routine follow-up, it was noted that the device was nearing elective replacement indicator, increasing lead impedance was also noted. Both devices have been removed from service. No patient complications have been reported as a result of this event.